Event description:
The customer reported to olympus, the gastrointestinal videoscope is defective at the distal end. The device was returned for evaluation. During the device evaluation, white foreign material was found in the air/water tube and cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the additional findings were as follows: the forceps channel port has a scratch; the air/water cylinder has no color; the suction cylinder has no color; the switch box has a scratch; the plug unit has a scratch; the plug unit has corrosion due to water leakage; the air/water tube has foreign objects; the plastic distal end cover has a dent; the objective lens has a chip; the light guide lens has a crack; the light guide lens has a chip; the bending section cover has cut; the bending tube is deformed; the adhesive on bending section cover has wear; due to wear of forceps elevator lever, up/down knob cannot be locked securely; due to a cut on bending section cover, water tightness is lost; due to burn on plastic distal end cover, insulation resistance value at distal end does not meet the standard value; due to wear of angle wire, bending angle in up direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not completed due to an occurrence of leakage at the bending section cover (a-rubber) which may have led to remained foreign material in the air/water (a/w)-channel. A further cause of the leakage could not be presumed. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.